Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? Unk. Could you please provide the lot number? Unk. How many devices demonstrated the alleged deficiency? Unk. Did the event occur during one or multiple patient procedures? Unk, maybe one. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Unk. Please provide the source or name of person providing answers to follow-up questions: (B)(6). The following information was reported: the hospital commented that the vcp which the hospital used to use haven¿t occurred such issues. Because the hospital replaced pdp6659h with vcp each time the suture breaks, the cost advantage of the kit is not being realized. They have requested evidence showing pds is less likely to break than vicryl. The kit (ickit36) was registered with jjkk and qa. The registered model number was determined from the kit components. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on an unknown date and suture was used. It was reported by a sales rep that, during semi-open laparoscopic cholecystectomy, the suture of pdp6659h from ickit36 was often broken during tying. Although the hospital tied it caring of friction and twist but it was easy to break. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.